Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked and disconnected. This was further described as the ¿patient noticed a leak during cycler treatment and went to hospital. When nurse went to administering ip (intraperitoneal) antibiotics the transfer set fell off.¿ this was identified during use of the device for automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.